Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced a potential infection. Attune 6 months.

Manufacturer narrative:
Product complaint # (B)(4). Coding was correctly downgraded from infection nrpp : ae, as it was determined that there was no infection. Surgeon elected to treat the knee with a patellar resurfacing, as the patella had not been resurfaced at primary. Patellar resurfacing in the context of a prior total knee replacement indicates that natural progression of the patient's degenerative joint disease has occurred, requiring further treatment of the patient's disease process. Being a case of natural progression, it is reasonable to conclude that neither the existing depuy products or implant procedure caused or contributed to this revision. This is the consequence of the progression of a natural, ongoing degenerative disease. There was no device related injury or failure.